Event description:
The customer received questionable results for tina-quant hemoglobin a1c gen.2 (hba1c) on 87 patients. Of those 87 patients, it was determined 17 patients had erroneous results that were reported outside of the laboratory. The customer determined that the controls for hba1c had been out of range from (B)(6) 2013, but the customer continued to run patient samples without resolving the issue. It was also determined that the customer had been using expired qc material. The customer believes they changed to an unexpired lot on (B)(6) 2013. The erroneous results were generated on two cobas integra i800 analyzers in the customer's laboratory. The customer recalibrated on (B)(6) 2013 and qc was in range. Samples from (B)(6) 2013 were repeated after successful calibration and qc. The customer was unable to provide clarification about what day the initial results were run and which analyzer initial or repeat results were generated on. All of the initial results were reported outside of the laboratory. The customer deemed the repeat results to be the correct results. There was no adverse event. The lot of hba1c reagent in use was 66926901, with an expiration date of 11/30/2013. The field service representative (fsr) spoke with the laboratory manager, who had indicated the calibrator may have been compromised and caused the problems and did not need the fsr to investigate. The customer ran calibrator and controls and had results that were within range. Further clarification on how the calibrator had become compromised could not be provided. The customer was performing their own investigation and could not determine if the cause of the issue was the calibrator or not. The customer would not provide further information. An issue with the calibrator could not be confirmed.

Manufacturer narrative:
Additonal information was requested but not provided for further investigation. A specific root cause for this event could not be determined.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).